Manufacturer narrative:
The cobas e 411 disk analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ferritin results from the cobas e 411 disk analyzer. The samples were repeated at another laboratory using a beckman coulter analyzer. Patient 1 initial result was 187.5 ng/ml, and the repeat result was 92.2 ng/ml. Patient 2 initial result was 101.9 ng/ml, and the repeat result was 50.7 ng/ml. Patient 3 initial result was 145.3 ng/ml, and the repeat result was 67.5 ng/ml. Patient 4 initial result was 118.9 ng/ml, and the repeat result was 56.3 ng/ml. Patient 5 initial result was 113.4 ng/ml, and the repeat result was 62.4 ng/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation found that the observed differences in ferritin values between the customer site (e411) and another lab (competitor method) are most likely due to expected methodological differences. When switching between methods during monitoring, potential methodological variation should be considered. Per product labeling: each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. There was no indication of an analytical issue or a product problem.